Event description:
The hcp reported that the device was explanted after an implant duration of 47 months. No reason was given for the explant. The device was returned to the MFR for analysis. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis results reveal normal device function - no anomaly found.